Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during ultrasound. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used sample was visually inspected and no obvious defects were found. The infusion cannula line and the probe manifold were not returned for evaluation. The customer reported aspiration failure, as such, the sample was tested for aspiration function and performance. The irrigation, and aspiration rates were all measured at multiple set points throughout the console range and met specifications. . Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the aspiration pressure rate for the cassette was conforming to specifications. Aspiration failure did not occur during evaluation of the cassette. After investigation of this complaint, it has been determined that aspiration was conforming to specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).